Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a monitoring voltage of 2.66v and a charge time of 23 seconds which caued an elective replacement indicator (eri). This device is part of the avt latching population (6/17/2005). The device was subsequently explanted and will be returned for analysis.